Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a regular follow-up. It was discovered that the patient's implantable cardioverter defibrillator could not be interrogated. Premature battery depletion was suspected. The device was explanted. The patient was stable.

Manufacturer narrative:
Additional information: communication failure and premature battery depletion were confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.